Event description:
It was reported the patients blood glucose level rose to 375 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the pod was changed and was given a bolus of 6 units was delivered manually.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.17 inches from the nail head, causing corrosion, insufficient battery voltages and data loss. The internally torn cannula is confirmed as the cause of the insulin delivery failure.